Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up in the middle of the night with a blood glucose of 23 mg/dl. She treated with an apple and cream cheese, and when she woke in the morning her blood glucose was 123 mg/dl. The customer stated that the low occurred due to her adjusting to a new low carbohydrate diet that she was on. The customer mentioned that this was not the first time her blood glucose has dropped that low while on the new diet, and that she went ahead and adjusted her pump programming to adjust her needs. The customer was advised to follow-up with her health care professional regarding the diet and her hypoglycemic episodes. No products were shipped or returned.